Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The rebreathing bag was replaced.

Event description:
The hospital reported that the rebreathing bag was damaged. There was no report of patient involvement.